Event description:
In 2008, the patient reported that he was unable to retract the piston rod of his infusion device and the device was making an abnormal ticking sound. He stated that "returning piston rod" was displayed on the screen of the infusion device but the piston rod was not moving. The infusion device then displayed e10 (cartridge) error. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.